Event description:
It was reported that this right atrial lead was explanted due to the lead being dislodged. This lead was successfully replaced. This lead is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in two segments severed by induced damage during explant. Visual inspection of the lead was performed. The helix was found to be bent and stretched-out. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial lead was explanted due to the lead being dislodged. This lead was successfully replaced. This lead is expected for return. No additional adverse patient effects were reported.